Manufacturer narrative:
Additional information will be provided upon device evaluation.

Event description:
It was reported that when placing the variable guide sleeve the peg broke off in the plate and remains inside the patient. The patient underwent anterior cervical fusion with trinica at c5/c6/c7 for an unspecified indication. During placement of the trinica variable drill guide, the pin of the drill guide broke off and remains in the patient. It was reported that the incision was very small and the angle of the drill guide was difficult. The surgery was able to be completed, and the patient is being monitored. No revision surgery has occurred or is planned at this time.